Event description:
Bleeding (tear) at the base (right below the lower point) of the device jaw after the device was deployed. Repair was done with a pledgeted prolene stitch. Pt did fine after and had a normal postoperative course. There was no transfusion needed.